Event description:
After returning the lever back down to park the foot, resistance was encountered in removing the perclose device to skin level. The suture tangled, not enabling the retrieval of the two suture ends. One suture was cut below skin level with the suture trimmer. A wire was placed through the perclose to hold position in the artery. An eight (8)french angioseal was successfully placed .